Event description:
Caller reported he had a hip operation on (B)(6) 2016. He has been calling the surgeons to get staples removed, but caller states he has been "getting the run-around". It has been about a month not, and the caller still hasn't received any answers. Caller states he has been experiencing pain, difficulty sleeping, and is worried he will have to get another surgery.